Event description:
It was reported that the atrial lead dislodged, had poor sensing and had elevated thresholds. An attempt to reposition the lead was unsuccessful. The lead was removed and the atrial lead port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.